Manufacturer narrative:
Additional information has been received which was not included with the initial report. The additional information has been reported with this report. After battery installation unit gave an unexpected blinking medtronic on the display with an unexpected intermittent vibration, problem isolated to the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify missing segments/partial display due to display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he woke up to the pump blinking the word medtronic on the screen and the pump vibrating. The customer stated that nothing happens on the screen when pressing the buttons. The customer¿s blood glucose level was 197 mg/dl at the time of the incident. The customer reported no details that led to the event. The customer was assisted with troubleshooting and the display was still flashing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.